Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient. Frayed wires on the power supply were reported in: (B)(4).

Manufacturer narrative:
One cardiomems patient electronic system power cord was received for evaluation. Visual evaluation revealed no damage to the power cord. Power cord functions as intended. Reported event of frayed power cord was not confirmed. Power cord functions as intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the accessory was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.